Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that the device failed the air-in-line test. Walkmed infusion performed further failure investigation and identified physical damage to the exterior housing and bubble detector as the cause. The information contained herein is being provided to the FDA or other authorities to comply with regulations relating to medical device reporting.

Event description:
During product evaluation, walkmed infusion observed the device to fail the air-in-line test. The device was initially sent to walkmed infusion for a reported broken exterior housing.